Event description:
The surgeon reported that the patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan. The surgeon felt that upon going in for revision surgery he found a pseudo tumor encapsulating the joint and decided at this time to remove the liner, head, and replace with a new liner. C-taper adapter and place a ceramic head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding an allergy reaction involving an accolade stem was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. A medical review was performed based on the case description and concluded that a root cause of failure cannot be established with current set of information. Device review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
The surgeon reported that the patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan. The surgeon felt that upon going in for revision surgery he found a pseudo tumor encapsulating the joint and decided at this time to remove the liner, head, and replace with a new liner. C-taper adapter and place a ceramic head.